Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, the staples formed poorly and did not completely fire. Another device was used to complete the case. There was no adverse consequence to the patient.